Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown product ID: 9735777, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown product ID: 9735736, software version #: 2.1.0 product ID: 9736411r, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown f1908: delay of less than one hour. F26: no patient impact g02004: cable g0200702: ssd g02008: software g04035: controller h3, h6: the system was serviced in the field. Emitter communication was noted as a hardware failure. The ssd was replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned ssd was analyzed. H3, h6: the returned controller was analyzed. It was missing both blue and green washers and the corresponding nuts (B)(6). After re-installing new hardware there were no issues with the controller. Codes b01, c07, and d02 are applicable. H3, h6: the returned cable was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case the instrument interface box was not tracking any instruments. There was surgical delay of less than one hour. No known impact to patient outcome. Troubleshooting was performed, technical services (ts) had the field representative (rep) open print diagnostics and everything stated connected, but instrument was unsupported. Ts had the rep plug in different instrument interface box and issue replicated. Ts had the rep plug in the faulty instrument interface box into a different navigation system and it was able to track instruments. The probable cause was noted to be the electromagnetic controller. Additional information was received. The issue occurred again after replacing the emitter controller and emitter controller power cable. The manufacturer representative (rep) reported that during issue reoccurrence, the instruments in use were the patient tracker and tracker probe. The rep moved the break out box (bob) with those instruments connected to a different navigation system and the issue was resolved. The rep was not on site for further troubleshooting. After uninstalling and reinstalling the software, the same issue persisted. Plugged this bob into different system and it worked with the same instruments. Different bob on this system also caused the same issue. In the past the rep had seen this issue where they had to replace the bob, emitter, and em controller all at the same time to resolve the issue.